Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and error code e216 was due to a defective image sensor unit, failure of the internal circuit board of video connector, or the system caused the event. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, an e216 error code was found to be caused by damaged imaging unit. The reported issue (no image) was confirmed and found to be caused by torn coating on the imaging cable. In addition, service found the adhesive on the bending section cover was chipped, the bending angle was out of specification, the video connector case was cracked, and the light guide connector index was peeled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device was displaying an e216 error code (scope communication error). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.